Event description:
It was reported that the device was used during a laparoscopic nephrectomy. The surgeon fired the device with a white reload and device cut and stapled, however there was bleeding. A second white reload was loaded on same device and it would not fire. A second device was pulled, the device was fired (7) times to complete the case. However, on the 7th firing, the device fired properly, but the device would not open. How the device was removed from the tissue is unknown at this time. It is also unknown if there was tissue damage, blood loss intervention or any other medical techniques required. The patient consequence is also unknown at this time. The second device used in the procedure is being returned, first device was discarded. After talking to dr. He told me that it was not the stapler but the resident that was the issue. So I was unable to discern any further questions besides what was already answered by the staff below. On what tissue type was the device used? Artery at what location on the tissue? Kidney. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second gun 1, 7th gun 2. During which stroke did the event occur? First. What color cartridge was being used? White what other color cartridges were used before and after this event? White. Was buttressing material utilized? No, if so, which product? Was the instrument fired across or near an existing staple line or clip? Don't know. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? None. Does the patient have any relevant history of surgical?

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis showed that the long45a device was received in good visual condition and with two reloads present. Reload a was received fully fired; reload b was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.